Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated incisional hernia. It was reported that after implant, the patient experienced, recurrence of incisional hernia, adhesions in the form of excessive fat adhered to the anterior abdominal wall and venous bleeding at 5 mm trocar site. Post-operative patient treatment included surgical revision and placement of wl gore dual mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia was reported that after a procedure where this device was implanted, the patient experienced surgical revision, recurrence of incisional hernia, excessive fat adhered to the anterior abdominal wall, multiple hernia defects, left lower quadrant 5mm trocar site had brisk venous bleeding. After treatment, the patient experienced revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated incisional hernia was reported that after a procedure where this device was implanted, the patient experienced surgical revision, recurrence of incisional hernia, excessive fat adhered to the anterior abdominal wall, multiple hernia defects, left lower quadrant 5 mm trocar site had brisk venous bleeding. After treatment, the patient experienced revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated incisional hernia in a laparascopic repair. It was reported that after implant, the patient experienced, recurrence of incisional hernia, adhesions in the form of excessive fat adhered to the anterior abdominal wall and venous bleeding at 5mm trocar site. Post-operative patient treatment included surgical revision and laparoscopic incarcerated incisional hernia repair with 20x30cm gore-tex dualmesh